Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/22/2003 and was last repaired on 01/28/2013 for a non-related issue. Evaluation of the device observed that the reciprocating arm had an abnormal range of motion. The eccentric shaft pin had broken off inside the head of the handpiece. The leading edge of the control bar had signs of minor wear, but was flush with the master blade. The motor speed was not recorded due to the malfunctioning reciprocating arm. The device was outside calibration specifications only at the zero thickness setting. Repair of the device included replacement of the eccentric shaft, control bar and all standard repair parts. The cause of the reported issue improper handling likely caused the damage to the eccentric shaft pin, which most likely caused the reciprocating arm to malfunction, likely causing the customer's reported event. It should also be noted that improper handling by the user likely caused the damage to the control bar and the lack of calibration. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece was receiving power but did not operate. There was no patient harm or delay reported, and the procedure was completed with an alternate device.